Manufacturer narrative:
The hospital inspected the equipment and noted that the adjustable pressure limit valve diaphragm was cut. The diaphragm was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.